Event description:
It was reported that during an ovarian cyst procedure, the device would not staple and would not cut, several cartridges were tried. Ultrason technologie was used to complete the procedure. No pt consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged, no functional test was performed.